Event description:
It was reported that five days post implant, loss of capture was observed. The lead was found to be dislodged. When the lead was unable to be securely reimplanted, the lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.